Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 4 months post implant of this 31mm mitral bioprosthetic valve it was explanted and replaced due to calcification, stenosis and mitral insufficiency. It was replaced with a mitral mechanical valve from and unknown manufacturer. No additional adverse patient effects were reported.